Manufacturer narrative:
Getinge service was not requested in connection with this complaint event. However, the getinge service territory manager (stm) responsible for this account has advised that this complaint is as a result of "operator error" because the operator of the iabp was not pressing ¿zero flow¿ for the full two seconds. In addition, the customer has confirmed that the iabp is in clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was connected but it would not initiate. A "kink" message appeared on screen. The arterial line was unable to be zeroed and the screen would go grey. This was repeated with another cardiosave . A cs300 was then connected and functioned appropriately. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) was connected but it would not initiate. A "kink" message appeared on screen. The arterial line was unable to be zeroed and the screen would go grey. This was repeated with another cardiosave. A cs300 was then connected and functioned appropriately. There was no patient harm and no adverse event was reported.